Event description:
End user states that sometimes the power wheelchair turns on fine, but sometimes when giving the forward command she just hear a click and the wheelchair doesn't move. She turns the power wheelchair on/off a couple of times and it will start working fine. Referring user in (B)(6) to help her.